Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm. Customer's blood glucose level was 230 mg/dl. Customer did self test twice and insulin pump received hardware low level failure alarm. Customer also received calibration not accepted alert. Customer was assisted with performing test on transmitter and the test was passed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.